Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had experienced high and low blood glucose. Customer's blood glucose was unknown. Customer had neuropathy in feet. Customer went to the emergency room due to low blood glucose in july. Device had cracks in reservoir opening, around display. Device alarmed no delivery alarms and buttons were unresponsive. Customer declined to be contacted. Customer will not be returning the device for analysis.